Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was requested for inspection, but it has not been sent for evaluation yet. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.

Event description:
Original agv inserted (B)(6) 2021. It was decided to remove/explant after a 2nd consultation.

Manufacturer narrative:
The sample was returned and evaluated. Bodily fluids observed on device, no issues observed during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected.